Manufacturer narrative:
H2) additional information: d9: date returned to manufacturer: 11/27/2024.

Event description:
It was reported that the device was above the parameters, the pump did not pass precision test. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device turned on and did not display any errors on the display. The downstream occlusion (dso) sensor, upstream occlusion (uso) sensor, and air detector were in good condition. The pump failed accuracy testing as the results were out of the 6% tolerance. The cause of the customer reported problem was the valves were not working correctly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the valves, updated the software, and re-calibrated the pump.